Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (tfnt30-60) (that is sold in the united states under (PMA/510(k) # (p040020). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, scratch on the lens was observed. Additional information has been received that the lens was torn and the surgery completed with the replacement lens. The patient received a new lens without any problems.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).